Manufacturer narrative:
The technician found the wheel on the brake caster is worn out most likely due to normal wear and tear. The technician replaced the wheel on the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake does not hold. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).